Event description:
The report received from the study indicated that the pt was enrolled in the study and had two cypher stents implanted during the study index procedure: one in the proximal left anterior descending (lad) and one in the second obtuse marginal (om2) branch. During the required six-month follow-up contact, the pt reported having a small heart attack in september approximately ten weeks after the index procedure. The chart notes from the pt's cardiologist were reviewed, and it was noted that the pt had a prolonged episode of chest pain. It was speculated that it was a possible closure of the previously manipulated second obtuse marginal (om2) branch. The pt was requested to return to the clinic in one to two months if he remains stable and to return if the chest pain persisted. The event was reported to be unrelated to the study devices/procedure. Review of the documentation received indicated that the event was not previously reported by the study investigators.

Manufacturer narrative:
The product is not available for evaluation and testing. The report received from the study indicated that during the six-month follow up, the pt reported a "small heart attack". The pt was enrolled in the study and had a total of two cypher stents implanted during the study index procedure, one in the second obtuse marginal branch and one in the proximal circumflex. The vessel, lesion characteristics and procedural details were not available. During the six-month follow up, the pt reported having a "small heart attack" approximately 3 months post index procedure. Notes from the cardiologist described that the pt experienced an episode of prolonged chest pain deemed to be due to a possible closure of the previously manipulated obtuse marginal. Coronary angiography was not performed at that time. The pt was advised to return to the clinic in 1-2 months if he remained stable or if he experienced chest pain again. The product remains implanted in the pt and is thus, not available for evaluation. A review of the manufacturing records could not be done without a lot number. Based on the limited info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the "small heart attack" reported by the pt. It is our intention to report conservatively when info is not available, and when there is no evidence to unrelate the cypher products to the reported event. Please note that this is the initial/final report for this product.